Event description:
On 6/21/99, the current MFR received the explanted device along with a medical device registration form (mdrf) and an explant data form from the prior owner of the MFR that states the following: reason for explant - non-functioning device. No further details were provided. Additional investigation by the MFR revealed that this was the second device this pt has had implanted/explanted.